Event description:
The customer stated an axsym analyzer generated a false negative toxo igg result for one patient sample. The axsym analyzer generated an initial toxo igg result of 1.4 iu/ml and a repeat result of 11 iu/ml. The patient sample was repeated because a toxo igg result of 13 iu/ml was generated for the patient in 2004. The false negative toxo igg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) evaluation, results: (B)(4), other, the most probable cause was sample integrity. An investigation was initiated to further investigate the customer issue including a review of the complaint text and analyzer service history, a search for similar complaints, and a review of labeling. Abbott customer support instructed the operator to replace both probes (last replaced in (B)(6) 2009) and to perform probe calibrations. The results were within package insert specifications. The sample was rerun in duplicate and the results were both negative. Sample integrity was identified as the cause of the issue. Tracking and trending did not identify any adverse trend in conjunction with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue for erratic toxo igg results was identified. The most probably cause was sample integrity.